Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy.

Event description:
Physician reported left side capsular contracture baker grade IV, radial folds, 2 inflammatory lymph nodes. Device remains implanted.